Manufacturer narrative:
D6a: implantd date: the device was not implanted, d6b: explanted date: the device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the blood inlet holes. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that "the" backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The assembly was retracted and inserted several times, but the backflow of blood from the drip hole was not observed. The device was removed from the patient and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There were no other devices or equipment used with the reported product.